Event description:
Complainant alleged that during biomed testing of the device the screen displayed a "bridge test failed" message. The complainant indicated that there was no patient involvement in the reported malfunction.